Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow up is being submitted to relay additional information. D10: medical product: stemmed tibial component precoat size 4: catalog#00598003702, lot#63068858. Visual examination of the returned product identified damage to the distal surface (nicked/gouged) and the dove tail/locking features to be compressed and flared out. Device history record was reviewed and no discrepancies related to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Investigation results concluded that the reported event was due to use error. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in the surgical technique. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign : (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Nexgen poly insert (articular surface) was unable to lock with tibia